Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012. During night drain cycle 7, the patient's ultrafiltration reading was 224ml, indicating the home patient (hp) drained 224ml more than their maximum programmed fill volume of 250ml. This information meets iipv criteria.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter, and the evaluation is complete. This is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was use error, inappropriate bypass of the drain, not including I-drain. If any additional information is received, a follow-up will be sent.